Event description:
The customer reported that the system overheated and then shut down without command. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
Ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.